Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that at boot up, the system displayed a collimator calibration required error message. No pt injury was reported.